Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2240 alarm during dwell 2 of 5 on the homechoice machine(hc). The technical service representative(tsr) advised the caregiver(cg) to dispose of current supplies. The tsr advised the cg to either start over with new supplies of continue with manual bags. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). Sample availability and lot number are unknown. Baxter is attempting to obtain follow up information. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.